Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navigated dilator was bent and that the sleeves were not going over each other smoothly. The site elected to continue using the instrument without navigation. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.